Event description:
Healthcare professional reported "capsular contractures, baker grades IV. Ruptures and exchange". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contractures, baker grades IV....ruptures and exchange". The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "capsular contractures, baker grades IV....ruptures and exchange". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, h6.

Event description:
Healthcare professional reported "capsular contractures, baker grades IV....ruptures and exchange". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: not observed. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.